Event description:
Discordant results were obtained on patient samples tested for multiple assays on an immulite 2000 xpi instrument. The discordant results were released to the physician(s). The samples were repeated on the same instrument after service was performed and corrected results were obtained and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that water was not priming through the waterline when performing the daily maintenance. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the linear actuator water pump had failed. The cse replaced the water pump and ran quality controls, which resulted within range. The cause of the discordant results is a water pump failure. The instrument is performing according to specifications. No further evaluation of the device is required.